Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v334554, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient evacuated her bowel during a carpel tunnel procedure in (B)(6) 2013 and had taken magnesium sulfate prior to the procedure and her bowels were full. To relieve constipation, the patient would drink apple juice, take (B)(6), and take magnesium sulfate which would turn their bowels to "sludge".&#63508;he patient's therapy was working "too good" for the patient's bowel. For the past month since (B)(6) 2013, the patient had bad constipation and impaction. The patient had fecal impaction in 2013 due to a sudden change in therapy or symptoms. The patient&#62688;constipation was so severe that they couldn't urinate. The patient had to have manual removal of feces. The therapy was not working as well for bladder control and it had gotten worse over the past year. The device was implanted for bladder spontaneous voiding and bowel spontaneous evacuation and overall the therapy had been a "god-send" and had helped with the patient's symptoms. The patient started on program 2 at 2.4, changed to program 3 at 1.1, and started to feel stimulation in the sacral spine area and higher on the lumbar. The patient changed to program 4 at 1.2 and they felt stimulation on the right buttock muscle and 2 inches to the right of the spine they felt pressure in the rectum with stimulation while standing. The patient changed to program 1 at 1.3 and stimulation was uncomfortable in the rectal area. The patient changed back to program 3 at 1.2 and would stay there and log symptoms. With program 2, the patient felt a constant awareness of stimulation in the rectal area. The last time the patient made any type of program change was spring/summer 2013. The patient had an appointment scheduled with her doctor on (B)(6) 2014 to discuss oral medication and how it was working for the patient. The patient was prescribed oral medication for bladder control recently and their gastrointestinal doctor prescribed oral medication for their constipation. The patient thought that maybe a stimulation adjustment would help them instead of having to take oral medications. The patient's doctor had recommended botox as a bladder solution and told the patient to contact the manufacturer to see if they could help them make changes to the therapy to help their current symptoms, and the patient was told that another option would be to see if their therapy could be adjusted. The patient felt sensitive to stimulation and felt that they used to be able to handle higher amplitude than they could today. The patient's doctor told them that the implantable neurostimulator (ins) battery might be getting near depletion on (B)(6) 2014. The consumer later reported that a patient had a loss of therapeutic effect and was going to the bathroom more frequently in 2015. At that time, a manufacturer representative tested their system and informed the patient that they had 1 to 1.5 years left. The patient's doctor prescribed "mitrodek." Previously, the patient also mentioned turning the implantable neurostimulator (ins) off during an EKG since it produced artifacts. In the last few months there was a change in symptoms and gradually the patient had been peeing a lot more. The patient had never been too successful at using the patient programmer without the antenna, but in (B)(6) 2015 there was a problem with the programmer, she wasn't able to make an adjustment, and the programmer wouldn't work either with or without the antenna attached. The patient had an upper endoscopy and a liver biopsy. The patient had a medical history of hepatic encephalopathy, cancer or the liver, and cirrhosis of the liver. The patient had current bowel, liver, and kidney issues and was taking oral medications of lactulose, macrobid, and low dosemethotrexate. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.